Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "I am on the instinct sensor with a medtronic mini med 780g insulin pump and I was hospitalized for low blood glucose with no known cause. The pump was giving me too much insulin based on the sensors. Wrongful blood glucose numbers. It was 20+ points off. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.